Event description:
A pump malfunction was reported by the customer, indicated by a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues returned.